Event description:
The customer reported the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens was removed and replaced without injury to the patient.

Manufacturer narrative:
Method - (process evaluation): medical review. Results - (evaluation result): per medical review - reportedly, lens was torn off upon insertion requiring intraoperative lens exchange. Incision was not enlarged and no other tissue damage was reported. Another lens was successfully implanted. No reported postoperative sequelae. According to the report, by a nurse, dated on 3/30/15 the cause of the event was unknown. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method - lens work order search. Results - visual inspection of the returned product showed the lens torn into two pieces, with a piece torn off and missing from the lens optic. There was evidence of reddish residue on the lens surface. A lens work order search was performed and there were no similar complaints found within the work order. Conclusion - based on the complaint information, product evaluation and lens work order search, a specific root cause of the event could not be determined. (B)(4).